Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. A complete pump reset was performed with the assistance of customer technical support, after which the pump no longer displayed the cgm error code.